Event description:
It was reported that (1) 511sd device was used during a diagnostic laparoscopic procedure. It was reported by the rep that they inserted the trocar into the abdominal wall under visualization. The blade passed through the peritoneum and into the abdominal cavity. The safety shield did not activate. The case was completed with the same trocar. There was no consequence to the pt.